Event description:
On (B)(6) 2013, it was reported that the physician's wand and handheld would need to be returned due to them not working. The devices were returned to the manufacturer and product analysis was performed. Follow up found that the programming system could not interrogate. However, the manufacturer's representative was unable to replicate the exact problems. He stated that the device was "sticking a little when you try to interrogate" and the system then asks to retry the interrogation. The programming system was eventually able to interrogate the device. Review of the handheld device history records confirmed all quality tests were passed prior to distribution after rework due to 'possible intermittent connection in serial cable.' The reported failure to program allegation was not duplicated in the product analysis lab with the wand. An analysis was performed on the returned flashcards. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis of the handheld confirmed defective display screen; following replacement with a known good screen, full product functionality was restored; product is not manufactured by the manufacturer; cause for anomaly is unknown. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.